Event description:
The user received questionable calcium results for two patient samples from the cobas c501 analyzer. Patient sample 1 original result was 7.0 mg/dl and the repeat result was 6.4 mg/dl. The sample was repeated on the original analyzer and on an additional c501 analyzer with results of 8.5 mg/dl. Patient sample 2 original result was 7.0 mg/dl and the repeat result on the original analyzer and on an additional c501 analyzer was 8.5 mg/dl. The original results were reported outside the laboratory. No patients were treated due to the original results. The calcium reagent lot number was not provided. The field service representative determined there was a faulty sample probe and replaced it. To verify the analyzer operation, the user ran calibration, quality control and precision testing with acceptable results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.